Event description:
The customer experienced continuous occlusion alarms, leading to a high blood glucose (bg) level of 600 mg/dl and high ketones, which were identified as dangerous by health care providers. This resulted in the customer going to the emergency room and subsequently being admitted to the ICU. The customer was treated with intravenous fluids of saline and insulin to address the bg which resolved the issue with no permanent damage. The customer reverted to an alternative method of insulin therapy.